Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low battery alarm or short battery life. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was partially performed and the issue was not resolved. No harm requiring medical intervention was reported. Product return for mmt-1880l is expected and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 27.0 received the lowbatteryalert (104) on 05/08/2025 05:19:00 after more than 7 days at 12.94 days. Battery cycle 26.0 received the lowbatteryalert (104) on 04/25/2025 06:44:00 after more than 7 days at 11.78 days. Battery cycle 25.0 received the lowbatteryalert (104) on 04/13/2025 11:20:00 after more than 7 days at 12.76 days. Pump was cut open to perform visual inspection and found¿moisture damage¿on the electronic assembly, motor, and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and label damage (stained). No power errors noted and passed all required testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.